Event description:
It was reported that the customer experienced high blood glucose levels and that the infusion set was occluded. The blood glucose reading was 513 mg/dl. The customer complained of nausea and thirst. A no delivery alarm was found in the alarm history, for which the customer declined troubleshooting. Upon troubleshooting for high blood glucose, it was found that the insulin pump passed the high pressure test and was deemed to be working as designed. She was advised to change the entire infusion set, reservoir and insulin. The blood glucose levels fluctuated between as high as 490 mg/dl to as low as 97 mg/dl after treatments via manual injection. The customer stated that the active insulin showed less than it should have. She did not feel as though the insulin pump gave enough insulin when she entered the blood glucose value into the bolus wizard. She was advised to consult with a doctor regarding settings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.